Manufacturer narrative:
No damages were observed with the exposed portion of the soft cannula during investigation. No issues were found with the cannula assembly that would result in leaking during wear. The fluid path was inspected and no signs of leakage were observed. The data downloaded from the device did not show any timeouts or drive stalls during the run. Blood was observed on the adhesive pad of the returned device. The cannula assembly and bottom housing were checked for manufacturing deficiencies that could cause bleeding or bruising and no issues were found. The exact cause of the bleeding/bruising could not be conclusively determined.

Manufacturer narrative:
According to the complainant the device is not being returned for investigation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 388 mg/dl while wearing the pod between 4 and 24 hours. The patient reported cannula being bent/kinked, while wearing it on the arm. For treatment, the patient changed out the pod and gave correction bolus. The ketones were positive.